Event description:
Lifesite pt underwent an angiojet procedure to mechanically remove a clot which had formed around the catheter. During the second pass of the angiojet catheter the pt became unresponsive and lost pulse and respiration. The pt was resuscitated and was placed in the i.c.u. The pt arrested 4-5 times over the next 24 hours and became increasingly hypotensive, multiple pulmonary emboli were suspected. The pt's mental status declined and a cat scan was performed. A chronic subdural hematoma with some fresh blood was diagnosed, no further anticoagulation therapy was possible. The pt became unresponsive to pressor agents and expired.